Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed with an error; the alarm would stop insulin delivery. The patient's blood glucose was 100 mg/dl. The insulin pump was returned for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. The device was received with high sleep current due to corroded connector. The device passed self test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed pump error 25 was triggered when backup battery unloaded voltage was less than 3.7v for 240 consecutive minutes due to corroded connector. The device was received with cracked case corner of the belt clip rails near the battery compartment and minor scratches on lcd window.